Event description:
Information was received indicating that the downstream occlusion (dso) sensor of a smiths medical cadd solis vip pump could not be calibrated. No adverse effects were reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found cracked battery compartment and worn remote dose connector. The customer's reported problem was not able to be duplicated. The downstream occlusion (dso) was able to be calibrated. The root cause of the reported issue was not able to be determined. Actions were taken to mitigate the reported issue: perform maintenance and calibrate the sensors. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.